Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s wound at the ipg site was not healing and never really healed. Symptom was oozing green pus noted. The physician confirmed it was not an infection but just a wound that was open and not closing. The patient was prescribed antibiotics. The patient underwent a procedure wherein only the ipg was explanted.